Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device there was an error for the all power management board was found in the ventilator's downloaded error log. The power management board needs to be replaced to address the issue. In addition, the device evaluation found cracked handle, missing feet. The enclosure feet and handle kit will need to be replaced. The customer request no repairs, so the device will return unrepaired.